Event description:
Additional information was received on (B)(6) 2013 when a battery life calculation was performed which showed 0 years remaining until eri=yes.

Event description:
Additional information was received on (B)(4) 2013 when it was discovered that the patient underwent generator replacement on (B)(6) 2012 due to battery depletion and that the generator could not be interrogated due to battery depletion. The hospital reported that it is against their policy to return explanted medical devices to the manufacturer, therefore the explanted generator could not be returned for product analysis.

Event description:
On (B)(6) 2012 clinic notes were received from a vns treating physician. Review of the clinic notes dated (B)(6) 2012 revealed that the patient has been experiencing a lot of petit mal seizures. The patient is having dizzy spells and is forgetting things more. The patient's mother reported that the patient has been under stress. The patient's vns was noted to be nearing eos. The patient's settings were output=2.5ma/frequency=30hz/pulse width=500usec/on time=30sec/off time-1.8min/magnet output=2.75ma/magnet on time=60sec/magnet pulse width=500usec. System diagnostics showed the device to be functioning properly with dcdc=2. The patient was referred for surgery due to the vns battery nearing end of service. Although surgery is likely, it has not occurred to date. The patient has probable ongoing occasional absence seizures. The patient's mother later reported that the patient is going to be re-implanted with an insulin pump. She further mentioned that the patient was getting a generator replacement because of a 'weird signal' her neurologist saw on a recent appointment. The patient's mother also stated that the patient had a stroke prior to vns which is partially causing the seizures. The patient does have grand mal seizures, which the vns has helped tremendously for. The patient was noted to have cardiac and respiratory issues due to her many seizure types which the mother again said that because of the vns and subsequent seizure reduction, these have improved significantly and are in no way believed to be related to vns according to the cardiologist. The patient's mother also stated that the patient isn't experiencing an increase in seizures, but is experiencing an increase in severity with all her seizure types, which is still below her vns baseline. The mother suspects that the increase was due to the recent heat wave where they live, but the physician suspects that the battery could be contributing.

Event description:
Additional information was received on (B)(6) 2012 when the physician reported that the increase in seizures was first observed on (B)(6) 2012. The patient¿s current settings were noted to be output=2.5ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=1.8min/magnet output=2.75ma/magnet on time=60sec/magnet pulse width=500usec. The physician stated that the vns is nearing end of service so the increase in seizures could possibly be related to that. The patient has been referred to a neurosurgeon for battery replacement. The physician was unsure as to the relationship of the increase in seizures to vns as the patient has been implanted with vns for a number of years. The patient has an increase of petit mal seizures. The patient stated that she has been experiencing ¿dizzy spells¿ and forgetting things more; the patient¿s mother thinks it may be due to an increase in stress. Primarily stress has preceded the onset of the increase in seizures. The physician is going to increase the patient¿s medication and send to neurosurgeon for battery change consult. It was clarified that the ¿weird signal¿ that the patient¿s mother reported that the physician had observed during a recent appointment was only the elective replacement indicator flag. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
.

Manufacturer narrative:
Analysis of programming history.